Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer. Patient (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the change in stimulation with adaptivestim (as) did not display on the patient controller. The as did not work on the patient controller. It was noted that the as button was switched on the patient controller. The ins started switching itself on accidentally two weeks after setup. The manufacturer representative was going to see the patient in four days. Additional information was received from the manufacturer representative reporting that the amplitude increased when connecting the tablet through the communicator, the patient felt uncomfortable. The communicator was not able to connect remotely, must be in contact with the patient and directly on the ins. The ins still turned itself on. Also after setting and saving of the amplitude the value changed itself, which was very unpleasant for the patient as they have to decrease the value manually. No further complications were reported or anticipated.

Manufacturer narrative:
Month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient was seen on (B)(6) 2018 and there was still an issue with the as setting. The patient felt uncomfortable when connecting the tablet through the communicator which increased the amplitude. The main problem was the ins turning itself on. The cause of the settings not working in the patient controller was unknown. The cause of the change in as not displaying on the patient controller was unknown. No interventions were taken. The event did not resolve.